Event description:
It was reported that on (B)(6) 2021, prior to an unknown procedure, it was noticed that a sleeve was damaged. As the surgical nurse tried to forcefully pass a wire, it was bound up and cold welded to the sleeve. There was no patient impact since this was prior to the surgery. Concomitant device reported: unk - cable/wire: trauma: (part# unknown; lot# unknown; quality:1) this complaint involves one (1) device. This report is for (1) unk - guides/sleeves/ aiming: sleeve. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - guides/sleeves/aiming: sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review /investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.